Event description:
The customer reported that the interlink injection site was not screwed on, or the luer lock was not locked on tight to the extension set. This occurred during patient therapy in the medical surgical unit. The IV tubing was attached, and the device fell off into the patient's bed. The patient bled a small amount into the bed before being discovered. Customer reported this was a concern due to the patient's blood being thin. The patient was also anxious. No patient injury or medical intervention occurred. This is report 2 of 3.

Manufacturer narrative:
The sample is available for evaluation. When the sample is received and evaluated a follow up medwatch will be submitted to provide investigation results. (B)(4).